Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a new device. Customer's blood glucose was 48 mg/dl. Customer took too much insulin and did not eat well. Customer's blood glucose at time of call was 126 mg/dl. Customer declined troubleshooting for low blood glucose. Customer will not be returning the device for analysis.